Event description:
It was reported that 5 days after a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The lesion was located in the proximal lad. The vessel was pre dilated with a maverick monorail 2.5 x 15 mm balloon inflated to 18 atms. The physician placed a taxus express2 8.8% 2.50 x 12 mm drug eluting stent. The stent was post dilated. The pt returned 5 days later with unk symptoms. It was determined there was a stent thrombus. Treatment was an angioplasty. The pt's status is reported as good.